Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported "occlusion pressure too high (27.4 p.s.I on medium setting)" which was reproduced through troubleshooting of the device. The reported condition was verified. The cause was determined to be an out of specification downstream sensor. The force sensor requires calibration to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an occlusion pressure too high (27.4 pounds per square inch (psi) on medium setting) during an unspecified process step. There was no patient involvement. No additional information is available.